Manufacturer narrative:
The device has been received and the investigation is underway. A supplemental report will be filed upon completion of evaluation.

Event description:
It was reported that a (B)(6) male patient was being administered a stress test and collapsed due to myocardial infarction. Impella cp device was implanted without complication. The following day, a plasma free hemoglobin result was reported to exceed 3000 mg/dl, indicating hemolysis was present. After repositioning and treatment with crrt, pump was explanted and patient was placed on ECMO; however, hemolysis worsened. ECMO has since been removed and an iabp has been placed. It should be known that, while impella pump was inserted, 8 units of blood was transfused.

Manufacturer narrative:
The product was received and a failure investigation was performed. The pump had biomaterial near the base of the impeller and in the purge gap. This material could have contributed to the hemolysis. Biomaterial was removed, pump was cleaned, and device passed simulated use testing for hemolysis. Data logs confirm an auto-suction response early after support begins, followed by elevated motor current throughout support, possibly indicating thrombus ingestion. Both alarms resolved within a few minutes. A device history review was conducted and found no manufacturing issues were identified. Due to pump passing failure analysis testing, we're unable to definitively determine a root cause of the reported hemolysis.